Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended at high. The customer blood glucose level was 17 mmol/l, and 14.7 mmol/l and gave manual bolus. The customer also reported allergic reaction of taping. The device will not be returned for analysis.